Event description:
It was reported that the device displayed a service icon and logged several fault codes in the memory potentially indicating critical failure, intermittently failing to detect the installed battery. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and was unable to duplicate the reported failure. Further component root cause of the failure was not determined.